Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The reported issue was unable to be verified and duplicated and the cause of the reported issue could not be determined. The customer has been provided with replacement device.

Event description:
The customer contacted stryker to report that their device will not turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer returned their device to stryker for evaluation. Stryker evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue is isolated to the faulty reed switch sw5. The customer has been provided with the replacement device. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report that their device will not turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.